Event description:
Received information patient had been in a car accident and for several months afterwards experienced difficulty recharging and coupling the programmer. It was thought the ins had slipped deeper subcutaneously. Patient underwent a pocket revision. The patient was reported to have no injury and recovered without sequela.

Manufacturer narrative:
(B)(4).